Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went to bed on a recliner and "heard" his pacemaker after about an hour on the recliner. On may 23rd, the patient presented to the emergency room where upon examination, it was determined that his "hearing" was from the phrenic nerve stimulation caused by the device going into backup vvi operation. The device was restored to normal operation without issue. Upon further investigation, it was suspected that the patient had his laptop over the merlin transmitter which interrupted the communication between the transmitter and pacemaker triggering the backup operation. No further incident was reported.